Manufacturer narrative:
Date sent to the FDA: 7/4/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient had a CT scan of her abdomen and pelvis on (B)(6) 2016 which revealed ¿there is a small fat-containing umbilical hernia.¿ it was reported that the patient had a CT scan of her abdomen and pelvis on (B)(6) 2017 which revealed ¿small fat-containing umbilical hernia¿ was still present. It was reported that the patient had removal surgery on (B)(6) 2018 and ¿due to the recurrence of the hernia, they discussed the likelihood that the umbilicus will be removed during the procedure.¿ it was further reported that ¿due to involvement of the hernia in the periumbilical area, the surgical team proceeded with amputation of the umbilicus and the excessive scar tissue was excised. After encountering multiple adhesions, the surgeon visualized the ethicon mesh when he saw the omentum was sucked into the old mesh creating a very hard mass, which we called meshoma. The mesh was gently removed after extensive lysis of adhesions and partial omentectomy and sent to pathology¿. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.